Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153799 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 12/02/2020. An investigation was conducted on 12/11/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the jaws. The gray silicone insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be flexed and bent at the center of the heater wire with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, when opening the packaging, it was noted that the jaws (heater wire) of the device appeared bent. They attempted to use the device and it stop working after a short time. A second device was used to complete the case. There was no harm to the patient reported.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, when opening the packaging, it was noted that the jaws( heater wire) of the device appeared bent. They attempted to use the device and it stop working after a short time. A second device was used to complete the case. There was no harm to the patient reported.